Event description:
It was reported that pt underwent hip procedure in 2009. Ceramic head fracture was recorded at about 5 months post procedure, and revision surgery was performed. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Requested return of explant to biomet for evaluation. If received, an evaluation will be performed, and a follow-up report will be sent to the FDA. This report filed on september 9, 2009.